Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2, h3 and h6 have been updated accordingly. (H3) the prosthesis wear reported may have been due to the position of the acetabular cup and edge loading, a combination of a thin liner and large femoral head, the use of a lateralized liner, off-label use from combining exactech acetabular components with another manufacturer¿s femoral components, and/or patient related conditions which led to wear of the acetabular liner. However, this cannot be confirmed because the component was not available for evaluation. In march, 2021, exactech received user mir reports from (B)(6) related to 4 cases reported by surgeons at (B)(6) hospital in germany for wear of the gxl polyethylene acetabula liner. Further investigation with the surgeons at (B)(6) revealed that they had 18 patients (11 unilateral and 7 bilateral), with 22 gxl liners that were exhibiting signs of wear potentially requiring revision. The following complaints were entered into the global complaint handling system to document the analyses of these cases and vigilance reporting report. The mechanisms of wear of polyethylene acetabular liners are clinically well known in total hip arthroplasty (tha). ¿conventional¿ uhmwpe has good mechanical properties but is inherently prone to wear. ¿highly¿ cross linking has helped with wear but increased risk of liner fractures when used with modern locking mechanisms, large heads, thinner liners. Cup malposition can further lead to edge loading/early fracture; thus, some companies chose to use ¿moderate¿ x linking of the polyethylene liner to optimize fracture resistance and improve wear properties. Exactech took this approach with the gxl moderately crosslinked acetabular liner. In a worldwide analysis of gxl failures, common characteristics revealed that components positioned with anteversion and/or abduction (often seen with anterior approaches) result in edge loading of the gxl liner. This is combination with large femoral heads with thinnest liner, and/or lateralized or face changing liners further increases the risk for wear of the gxl liner ( ~2.ox greater and ~2.5x greater, respectively). (B)(6) hospital provided 18 sets of x-rays (11 unilateral hip/7 bilat) and clinical notes (de-identified) for all reported patients. Dr. (B)(6) received and analyzed all data in collaboration with the (B)(6) surgeons. The findings were as follows: average cup abduction on ap xray: 51° (range 45 65). 16/25 (64%) had evidence of edge loading. 16/25 (64%) were thin inlays/large femoral heads. 96% of cups were well fixed in conclusion, it was determined that most of these are best treated with liner exchange; however, 2-3 patients may potentially require revision of entire construct (inlay + shell) due to loosening of the acetabular shell. The surgeons at westerstede hospital have determine that optimal treatment course for these patients is exchange of gxl to exactech¿s highly crosslinked xle liner. As the xle liner is not approved for use in germany, they are actively seeking special access approval/humanitarian use exemption from the germany authority, (B)(6).

Event description:
It was reported via legal documentation that the patient had an initial right total hip arthroplasty on (B)(6) 2017 and then approximately 6 years, 11 months later was surgically revised on (B)(6) 2024. There is no operative report or medical information provided. There is no other information provided.

Manufacturer narrative:
D10. Concomitants: 4375569, 180-01-48 novation crown cup cluster-hole shell, plasma coat group 1, 48mm od. Smith &nephew-ebd217 425003, 75008157 nanos femoral neck prosthesis size 3 cone 12/14 smith &nephew-16km17048, oxinium 32mm od +4 12/14 taper femoral head zr-2.5 nb. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Based on the available information, the patient involved in incident meets the following risk criteria for early prosthesis wear: significant edge loading of the femoral head on the acetabular liner, implanted with a lateralized liner, and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). Additionally, the off-label use detailed above may have been a contributing factor to the reported wear. However, this cannot be confirmed because the device was not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear: significant edge loading of the femoral head on the acetabular liner, implanted with a lateralized liner, and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). Additionally, the off-label use detailed above may have been a contributing factor to the reported wear. However, this cannot be confirmed because the device was not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D10 concomitants: (B)(6) 180-01-48 novation crown cup cluster-hole shell, plasma coat group 1, 48mm od. Other non exactech components. Based on the available information, the patient involved in incident meets the following risk criteria for early prosthesis wear: significant edge loading of the femoral head on the acetabular liner, implanted with a lateralized liner, and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). Additionally, the off-label use detailed above may have been a contributing factor to the reported wear. However, this cannot be confirmed because the device was not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. Such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential).

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the radiological findings of the patients treated with this implant were checked. An increased decentering of the head in the inlay for four (4) years after implantation was a sign of significant inlay wear.